Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon withdrawal resistance occurred. The lesion being treated was located in the severely calcified mid circumflex (cx) artery. The lesion was predilated with a non-bsc balloon, inflated to 12 atms for 10 seconds and 14 atms for 10 seconds. The physician put down a rotawire and went back down with the non-bsc balloon, inflated twice to 14 atm for 4-5 seconds. One inflation was made with a 1.5x15 mm non-bsc balloon. One pass with a 1.25 mm rota burr was made. Several inflations were made with a non-bsc balloon. Several inflations were made with a 2.0x20 mm maverick balloon. The physician placed a 2.75x32 taxus express2 drug eluting stent, deployed to 14 atms for 23 seconds. The physician was unable to remove the balloon. Three additional inflations were made to 14-18 atms for 7-24 and the balloon was able to be removed. No patient complications were reported. Patient status reported as "ok".